Manufacturer narrative:
The device was manufactured between january 09, 2019 - january 10, 2019. Correction/removal report number : 3010291427-09/06/19-001-r. One sample was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which observed a leak at the spike port cap. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. The other sample was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. The bags were ¿delivered to the patient heat sealed in an overwrap bag, because it was leaking slowly, it was not observed to be leaking until the nurse opened the overwrap and noticed there was significant fluid present in the overwrap bag¿. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available